Manufacturer narrative:
(B)(4). The complaint is under investigation. Once the investigation is completed a follow up MDR will be submitted.

Event description:
It was reported that the patient had right initial elbow arthroplasty. Subsequently, a revision has been indicated due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
It was reported that the patient underwent an elbow arthroplasty and distal humeral replacement, and subsequently had their arm amputated due to pain and discomfort. No additional information is made available

Manufacturer narrative:
The complaint is under investigation. Once the investigation is completed a follow up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event based on additional information received, it was determined that product is not related to the reported event. Hence the initial report submitted needs to be voided.

Event description:
No additional information is available to report.